Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming wand "was malfunctioning and he needed a replacement". Reporter further indicated that "neither the power light nor the data receive light would come on during interrogations and that the wand wasn't communicating." Troubleshooting with the wand was unsuccessful, and it was subsequently returned to manufacturer for product analysis. Product analysis confirmed the malfunction of the wand and attributed the defect to an open capacitor found in the serial data cable of the wand.